Event description:
It was reported that log files revealed a no external power event on (B)(6) 2021 due to power to the mobile power unit being interrupted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d4: serial number was requested but was not provided. Manufacturer's investigation conclusion: the reported event of a no external power alarm due to a loss of power while connected to the mobile power unit (mpu) was confirmed via the submitted log file. The log file contained approximately 31 days of data (21nov2021 ¿ 22dec2021). The log file captured no external power alarm on 11dec2021 from 07:52:35 to 07:52:39 due to a temporary loss of ac power while connected to the mpu; the rsoc voltage diminishing to ~3.3v simultaneously. The system controller backup battery supplied power to the system without issue during the loss of external power. The pump maintained a speed above the low speed limit throughout the log file. The mpu was not returned for evaluation. Multiple requests were made to obtain additional information (including if the mpu has a v-lock connector on the ac power cord, if it is known if the power cord came loose from the wall or from the back of the unit, or if any environmental circumstances would have affected ac power at the time of the event); however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. Heartmate ii patient handbook (rev. C), under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power and low voltage hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook (rev. C) and heartmate ii instructions for use (IFU) (rev. C) under section 3 ¿powering the system¿ explains the various ways to power the heartmate ii lvas, including how to use the mpu and the actions to take in the event of a power failure. Heartmate ii patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.